Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, an interrogation was performed, and the pacemaker was unable to communicate with either the wand or via antenna. Another programmer was used, and the device was still unable to communicate. The device was explanted and replaced. The patient was discharged.